Event description:
It was reported during weekly checkout the staff noticed the cardiosave intra-aortic balloon pump (iabp) batteries will not eject. There was no patient involvement reported .

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
The issue was resolved over the phone. A getinge field service engineer instructed the customer to spread friction fittings to allow the batteries to freely eject from battery bay. Unit passed all functional and safety tests and was returned to service. Issue was resolved over the phone with customers biomed.